Event description:
(B)(4). Started having pain in the lower abdomen that would occur shortly before my period would start. My periods started to go crazy, sometimes being very light and other times being very very heavy flow. The pain seemed to be hit and miss but the longer I have the essure the more painful it is during ovulation.